Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device "delivered what the pump wanted." Pt stated the infusion device always delivered 25.0 units of insulin. Pt reported since (B)(6) 2011, he frequently experienced a low blood glucose level. Pt stated he checked the infusion device history and noticed that sometimes a bolus of 25.0 units of insulin was programmed and delivered, but he didn¿t program the bolus. Pt reported his blood glucose went to the lowest level of 20 mg/dl; pt drank a soft drink and ate. Pt's normal blood glucose range is 100-120 mg/dl. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.